Event description:
It was reported that the patient was dizzy, fell, lost consciousness and their chest hurt for three days. The patient thought they must have been shocked, but there was no evidence of a recorded episode other than a couple of very short nonsustained tachycardia episodes. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.